Event description:
During the transfemoral tavr procedure, post valve deployment the patient sustained an annular rupture. Per report, during pre screening a dime sized piece of calcification was observed on the non coronary cusp. The 23mm sapien xt valve was able to be successfully deployed. Final valve position was 50/50. Following valve deployment the patient's blood pressure dropped to the 40's. A pericardial effusion was noted on echo. A pericardiocentesis was performed, which yielded approximately 700cc of blood from the pericardial sac. After the effusion was drained, his blood pressure recovered to 100/50. During the procedure the patient received approximately 1-2 units of fresh frozen plasma. The patient was noted to be recovering and in stable condition at the end of the procedure. The patient¿s native annulus measured 20.7mm by tee and had an area of 372mm² by CT. There was moderate annular calcification and severe leaflet calcification. The sinus of valsalva (sov) diameter measured 28.5 x 27.5 x 28.0mm; the sov was not obliterated. It was believed that the patient¿s dime sized calcification which was identified during pre-screening might have created a pinhole perforation in the sinus of valsalva.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, per report, the patient had a dime sized calcification which was believed to have created a pinhole perforation in the sov. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information obtained clarified that the injury previously reported in this MDR against the 23mm sapien xt valve was actually a perforation of the right ventricle caused by the pacing lead wire. It was reported that while in the recovery room the patient crashed and was taken back to the operating room. A hole in the right ventricle was observed and repair of the ventricle was attempted. The patient expired later that night. The death was not related to the edwards valve or any other edwards¿s device. As such this MDR was reported in error and a corrected supplemental report is being submitted.